Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The rainbow glare effect is a general side effect that is mentioned in product manuals. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical director reported a patient with rainbow glare of the left eye following lasik flap creation followed by topography guided laser ablation. Flap settings were discussed and updated. The patient is doing well post operatively. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.